Manufacturer narrative:
Failure analysis confirmed that the insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. Analysis inspected the pump and no trace of moisture damage found on the electronic/motor assembly. The insulin pump was returned with missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 140 mg/dl. The customer stated the insulin pump was exposed to water over the years. He stated the insulin pump had multiple motor errors, and had to tape the plastic that cover the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis